Event description:
Additional information was received from the consumer. It was reported that the ins hasn't worked for 4-5 months now. It was reported that the rep was supposed to meet with the patient at the doctors office but the rep did not show up.

Manufacturer narrative:
Analysis of the product ID: 37761, serial#: (B)(4). Found evidence of broken connector pins. Fdc code: 4315, fdm code: 10, fdr code: 180 applies to the desktop charger. Fdc code 67, fdm code 4114, fdr codes 3221 apply to the implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Fdm and fdd codes are updated and added as a correction and are applied to the ins. Please disregard the previous code of fdm 4114 on the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 37751, serial# ()(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's recharger (insr) was not powering up. When he plugged in the insr, nothing came up and it was not beeping. The rep said to call for a replacement. The patient said he has needed to charge the ins for about 3 months, so patient services reviewed that his device may need a jumpstart after he got replacement equipment. Pt confirmed, he says he has needed to charge ins for about a month. The patient called back on (B)(6) 2019 stating they had a broken desktop charger pin. They also stated the recharger had been showing the reposition antenna screen when they attempted to charge, hence they got a replacement recharger. Now they called to say the replacement insr didn't resolve issue and ins still wouldn't charge, so the rep gave the patient instructions on how to do a trickle charge (jump start) over the phone. The patient said the trickle charge didn't work for him today when he tried. The patient has a doctors appointment to address this on (B)(6) 2019. It was reviewed that patient services can email rep to inform rep of situation. The patient called back in on (B)(6) 2019 stating the rep was not at their appointment. Their next appointment was (B)(6). The rep responded that they would be there. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.